Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the bag within this cadd cassette exhibited leaking. The reported event occured while in use with the patient. There were no adverse effects to the patient.

Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample consist of one product of p/n 21-7302-24; the sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. During the visual inspection the pump tube was found completely cut also the pressure plate damage had cuts and didn't have the arm, spring and clip occlusion. Functional testing was performed by using a syringe to infuse water into the ay bag and no leakage was detected. Failure mode replication testing was performed in order to replicate failure mode for damaged on cassette pressure plate. As the result, the cassette suffer mechanical stress and housing weld were cracked and damage. The customer's reported problem could not be confirmed. The most probable root cause is that cassette was stressed during leak test due to an incorrect placement on leak tester fixture and it was not detected because sensors were disconnected. Leak tester sensor cables will be locked placing plastic guards, in order to prevent disconnections. Complete on preventive action manufacturing personnel was notified.